Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was in the doctor's office yesterday with a manufacturer representative (rep) and they made some adjustments to the therapy. Patient stated a few hours after arriving home from the appointment yesterday, it felt like there was a pressure there, almost like they there was something "setting down in the vagina area." Patient said it almost felt like something was "bulging" and it wasn't there until they did all these adjustments. Patient also mentioned that they had noticed a few times when they've made adjustments, they would feel pressure for awhile and then it would go away, but this had not gone away. Agent suggested patient either try turning therapy off or adjust settings. Patient was able to connect to their settings and turn therapy off, and stated that immediately some of the pressure went away. Patient stated they did not want to leave their stim off because they did not want to experience symptoms. Patient mentioned they were scheduled for interstim surgery, which was confirmed at their appointment yesterday. Patient mentioned they had lost a lot of weight, and the battery was not sitting right in the pocket. If they rubbed up against something or pulled their pants up, it would hit the battery. Patient was unsure if this could be related to pressure sensation. Agent reviewed therapy expectations and general programming guidance. Patient will continue to adjust settings until comfortable.